Event description:
A cube pessary was inserted into an (B)(6) woman that was place in for 6-8 weeks. The hard knob end of the cube pessary imbedded into her vaginal wall. Doctor was able to remove the pessary using a small incision to release the imbedded piece of the device. No subsequent event related issues at this time.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.